Event description:
On (B)(6) 2012, dr (B)(6) sent another email in response to the usage questions that were sent to him about another clamp. Dr (B)(6) wrote: I wasn't sure if there were 1 or 2 students who had an incident with their clamp. Here are the answers of the other student. I'm almost sure we don't have this second clamp available, sorry. Univ is now finished and everyone is back home all over the province.

Manufacturer narrative:
Due to the clamp breakage allegedly occurring on second use, the clamp malfunction will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution. Conclusion - device breakage is addressed in the directions for use. The directions state, "caution: modification, overextending, bending or extended use of the clamp may cause breakage." The dentist has stated that no one was injured during the incidences.